Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00164: driver.

Event description:
While implanting an aculoc 2 plate, a driver was used to engage a 2.3mm locking screw. The driver tip broke off and could not be removed from the screw head; it remains implanted.